Event description:
The patient's husband called to report that his wife is having the v-go fall off when patient goes to the bathroom. The v-go has come loose when patient bends over and then eventually falls off. It has happened about 5 or 6 times. It is on for about 8 hours on average. Patient has been on the v-go since (B)(6) of 2019 and this just started happening a month and a half ago. The patient has been using a walker for approximately a month and a half and the extra movement involved may be a contributing factor.